Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. A sample of the complaint product was not returned for investigation, therefore a root cause determination cannot be conducted. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Hospital are new users of integra mozaik. They reported, "the surgeons feel mozaik doesn't handle as well as competitor (vitoss). It seems to not handle/absorb the extra blood at the surgical site and integra's putty tends to "leak out" of where it is implanted." There is no specific incident or lot number of product involved, but the handling characteristics are evident in all sizes. Collagen fibers appears to be longer in vitross than in mozaik.